Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer application crashed without prompt and exited tablet to home page during a device session and while the patient connector was connected. The application had to be restarted. No patient complications have been reported as a result of this event.